Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, which remained within the normal range. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise, which the customer understood and acknowledged.